Manufacturer narrative:
Additional/updated information was added to reflect the device receiving further evaluation. Per the expanded evaluation, when the motor cable was manipulated at the strain relief, the motor cut out, and releasing the joystick allowed the parking brake to properly reengage. When the joystick was actuated, the test rig gave a 3-flash error code. That the test rig did not indicate a motor fault when the motor initially cut out is normal; controllers only verify motor connectivity when the joystick is actuated. Therefore, the original complaint issue was confirmed. The underlying cause of the complaint issue was identified as an intermittent electrical connection in the motor cable, which was likely caused by pull-out of the cable's strain relief.

Event description:
Per the expanded evaluation, when the joystick was actuated, the test rig gave a 3-flash error code. That the test rig did not indicate a motor fault when the motor initially cut out is normal; controllers only verify motor connectivity when the joystick is actuated. Per the technician evaluation, the motor stops running when the cable is squeezed by the tie wrap, no fault code is appearing on the joystick. The provider states the chair has a 4 flash error code. The provider also states the seat will not recline evenly.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Per the technician evaluation, the motor stops running when the cable is squeezed by the tie wrap, no fault code is appearing on the joystick. The provider states the chair has a 4 flash error code. The provider also states the seat will not recline evenly.